Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded multiple instances of high out of range shock impedances on the right ventricular (rv) lead channel. The associated rv lead is a non-boston scientific lead. Technical services (ts) recommended further evacuations to identify issue and troubleshoot options. This device remains in service. No adverse patient effects were reported.